Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 6 in the mouth, the implant had not integrated. Clinician noted patient's bone loss, mobility and poor bone quality/quantity. Clinician attempted to place abutment on the day implant was removed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 6 in the mouth, the implant had not integrated. Clinician noted patient's bone loss, mobility and poor bone quality/quantity. Clinician attempted to place abutment on the day implant was removed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).